Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma and an infection. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, noise, high impedance, undefined impedance, non-sustained ventricular tachycardia, high rate non-sustained episodes, and was fractured. The lead and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported as a result of this event.